Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart xl+ failed to pass functional test stating "the requested tests failed". There was no reported pt involvement and/or pt impact.